Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the pancreatic duct performed on (B)(6) 2018. According to the complainant, during the procedure, when the advanix pancreatic stent was placed in the pancreatic duct, severe resistance was encountered when the stent was released. The device was deployed eventually, however the part of the stent was exposed to the papilla side of the pancreatic duct and when the stent was attempted to pull slightly, the stent kinked. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.